Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat crease, wear abrasion, one linear opening on the radius side and yellow particles in the inner surface. A leak test and microscopic analysis were performed which identified: one sharp crease opening on the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one sharp crease opening on the radius side due to a fold flaw opening. Reason for reoperation is deflation.